Event description:
It was reported that the pump exhibited a primary audible alarm post. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
B3: event date unknown. H3: device not received by manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D9 - date returned to mfg: 11/28/2023. Additional information was received that the event occurred before infusion and there was no patient involvement. One device was returned for analysis. Visual inspection showed the pump was in good condition. The tamper seal was broken. Review of the event history log (ehl) showed primary audible alarm post error. The device was powered on and tested and the reported issue was duplicated. Primary audible alarm post error was found at power up. It was determined that the cause was due to the c9 breaking off from the interconnect pcb. As a result, the interconnect pcb was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.h6: health effects.